Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. P-cap locked in place properly. After battery installation an unexpected flashing medtronic logo was noted. Proceed by cutting unit open and performing visual inspection. Per visual inspection it was determined that the ingress of water corroding electronic assemblies and force sensor flex connector leading to constant flashing medtronic logo. The following cosmetic damages were noted: corroded battery tube, pillowing keypad overlay, stained keypad overlay, scratched case, cracked case, cracked case (battery tube), and battery tube threads - cracked. In conclusion, customer allegations of cosmetic damage to pump were confirmed when cracked case (battery tube) and cracked battery tube threads were noted. In addition, unexpected flashing medtronic logo due to corroded electronic assembly. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to minimed that the customer experienced the pump exterior is damaged. The customer reported no adverse event. The event involved product mmt-1886. Troubleshooting was not performed. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. The customer discontinued the use of the pump. Mmt-1886 was requested and customer responded that the device was returned for analysis.